Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd china needle was broken. The following information was provided by the initial reporter: when the syringe was opened , it was found that the needle was broken and unusable.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1904171. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, a broken cannula was observed. It is possible that this incident resulted from a blockage within the assembly machine, causing the product to get trapped and damaged. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd (B)(6) needle was broken. The following information was provided by the initial reporter: when the syringe was opened, it was found that the needle was broken and unusable.